Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had a +5 28mm articul/eze femoral head that wore superior through her 28x48mm neutral altrx liner, causing approximately a quarter of the lip of the liner to break off. Initial synopsis was perhaps the poly was not fully impacted and seated in the cup initially.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.